Event description:
"Patient was found to have a piece of tooth in her mouth. Universal biteblock was used for intubation. Piece of tooth came from and points to left upper incisor which is part of a permanent bridge." Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).